Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 800 mg/dl and a correction bolus was delivered to address bg. Customer was vomiting and was admitted to the hospital for diabetic ketoacidosis (dka). Contact did not know type of treatment that was administered. After 3 nights, customer was discharged and admitted to a physical therapy facility due to elevated bg and dementia. Contact did not know cause of elevated bg; however, reported cartridge was used for 6 days. Tandem technical support informed customer of cartridge labeling and assisted customer with putting the pump into storage mode until customer was discharged from the physical therapy facility. Upon follow up, as of (B)(6) 2018, customer had not yet been discharged from the physical therapy facility.